Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has been performing manual injections for a few months because she couldn't use the insulin pump, due to slow bolus deliveries. The blood glucose value was 435 mg/dl at the time of the incident. Troubleshooting was performed but there is no indication that the issue was resolved. The device will be replaced and returned.